Event description:
Patient had an AED defibrillator on a crash cart in the room as a secondary monitoring device (the defibrillator was powered off). Charge nurse went into the room to check the device. Patient was fully hooked up to AED defibrillator, i.e., pacer hands free defib pads attached to the patient, along with the EKG monitoring leads. Device was powered off (as originally intended) when the charge nurse went into the room. Device was turned on to check working condition. After the device (defibrillator) was powered up it delivered a shock (discharge from the defibrillator) to the patient. Device was found to be unplugged from electrical outlet. The nurse believed this appears to be the reason it (defibrillator) was off (powered off). Analysis of the log indicated that no problems were found with the device. Device recording data indicated the nurse had pressed the charge and discharge button, causing the defibrillator to discharge the patient.